Event description:
A malfunction alarm with code malf 0 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump as they did not have access to their charging pad. Technical support provided information on how to reset the pump and advised the customer to reset it once they returned to the cruise ship, suggesting that further assistance would be available if needed.